Manufacturer narrative:
This product has been recalled with the knowledge of the FDA. Further investigation is being carried out.

Event description:
A respire medical customer service representative spoke with (B)(6), a doctor's staff member and was told that patient swallowed the screw to the fixing element.